Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String on tampon came off, spend 5 hours trying to remove it [foreign body in reproductive tract], string on the tampon came off when trying to remove, retained [complication of device removal], string on tampon came off [device breakage]. Consumer reported via e-mail that tampon string came off during removal. No serious injury reported.